Event description:
It was reported that before use the cardiosave hybrid type b plug hybrid intra-aortic balloon pump (iabp) malfunctioned. Gas loss circuit reported. There was no patient involvement.

Manufacturer narrative:
(B)(6). The fse completed calibration successfully. The product passed all functional and safety tests per manufacturer specifications. The fse completed maintenance and validation successfully. The product passed all functional and safety tests per manufacturer specifications. The device cleared for clinical use. A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc per hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period is more than and equal to 80 msec and deflation period is more than and equal to 250 msec. Gas loss cause are pump system malfunction.